Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed with no delivery. The patient's blood glucose at the time of incident was 460 mg/dl, which he treated via manual insulin injection. Troubleshooting was initiated for the no delivery issue. The customer was assisted with clearing the no delivery alarm. The customer disconnected and reconnected the reservoir, rewound the insulin pump, and ran a prime: insulin exited the tubing. The customer was advised that the insulin pump was working as designed. Troubleshooting for the high blood glucose was declined. No products were returned or replaced.